Event description:
Additional information received from the customer confirmed that there were no patient harm due to the delay of the procedure for more than 30 minutes.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00035-01. This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: b5, d9, h3 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. The h6 medical device problem reported, and other findings would not be likely to cause or contribute to a death or a serious injury if it were to recur. However, a reportable malfunction was identified during the device evaluation which was unrelated to the event reported by the customer. Thus, updating b1 to product problem and h1 to malfunction. The device was returned to olympus for inspection and the reported failure was confirmed. The all-switches function are not working. In addition, the following reportable malfunction was identified during the device evaluation: defective printed circuit board. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00035. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colonoscopy procedure, the buttons of the colonovideoscope were not working, it would not take pictures. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. It is unknown if any troubleshooting was done or how the procedure was completed. There were no reports of adverse patient sequelae.